Event description:
The customer reported an issue where the pump battery would not charge which resulted in the pump shutting down. There was no reported impact to customer's blood glucose. Technical support instructed the customer to attempt charging the pump using different wall outlets and adapters, but none of these actions resolved the problem. The customer reverted to an alternate form of insulin therapy.